Event description:
The customer reported that a drop of clear liquid, with red tinge, was discovered on top of a sample vial after being processed on a coulter ac-t diff 2 analyzer. The liquid was not contained and did not occur on any critical components. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a gown and gloves. There was no biohazard exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed. Beckman coulter inc. Led, customer-executed, instrument troubleshooting involved the bleaching of the probe wipe waste line and the reassembly of the probe wipe. The vacuum was also checked. The air filters could not be changed as spare air filters were not available. As a consequence, instrument use was discontinued until service could be provided. As a result of discontinuation of instrument operation, a one hour delay in patient treatment was encountered as samples were tested via another source. There was no allegation or indication that the delay in reporting results caused or contributed to any harm to a patient.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) indicated vacuum errors were occurring and liquid was dripping from the probe wipe. The fse emptied the vacuum trap of liquid and replaced the air filter and verified the vic (vacuum isolator chamber) drained properly. The fse indicated that the issue was probably caused by a clog in the pathway of the vacuum trap and air filter. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The alleged failure mode, upon recurrence, has the potential to cause discrepant results resulting from the potential carryover of fluids. (B)(4).